Manufacturer narrative:
Dates the plates and screws were implanted or explanted were not provided. Product numbers of the plates and screws implanted were not provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the doctor implanted sternalock plates and screws, the screws pulled out and a revision surgery was required. The doctor stated he did not think there was an issue with the implants, but that the patient had poor bone quality.

Manufacturer narrative:
(B)(4).